Event description:
After fixating the caudal and cephalad holes with screws, it was reported that a temporary pin broke below the surface of an anterior cervical plate and was unable to be removed. The temporary pin was buried in the vertebral body and could not be retrieved. The surgery was successfully completed without placement of a fixation screw in the location occupying the broken temporary pin. A locking cap was placed over the temporary pin and the surgery was completed.

Manufacturer narrative:
No devices were returned for eval.